Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported ¿capsular fibrosis baker iii¿, ¿discomfort¿, ¿silicone came into contact with patient¿, "silicone widely distributed within the cavity". This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Patient reported trough patient's representative "pain", "stabbing pains radiating into the arm and back", "mastodynia", "recall", "intracapsular silicone prosthesis rupture", "silicone leakage" and "enlarged lymph node". This record is for the right side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.